Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, and firmware errors were observed. Err67, receiver reboot, and error recovery were found within the investigation window. Receiver functional tests were performed and passed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.